Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer went to remove tampon, the string and part of the tampon came out and a little of it still remained inside. She removed the remainder of the tampon successfully.